Manufacturer narrative:
(B)(4).the technical support engineer troubleshot the issue with the customer over the phone; the graphic user interface central processing unit needs to be replaced.

Event description:
The customer reported that an 840 ventilator's display went blank and the graphic user interface became inoperable. The ventilator was not on a patient at the time of the event.